Manufacturer narrative:
References the main component of the system and other applicable components are: product ID 3889-28, lot# va0ax0c, implanted: (B)(6) 2013, explanted: (B)(6) 2017, product type lead. Patient code (B)(4) now pertains to the ipg ((B)(4)) and lead (va0ax0c). Device code (B)(4) now pertains to the ipg ((B)(4)) and lead (va0ax0c). Evaluation conclusion code now pertains to the ipg ((B)(4)) and lead ((B)(4)). All other codes previously submitted still pertain to the ipg ((B)(4)).

Event description:
Additional information was received from the patient and it was reported that they had an infection. The patient reported that they were getting relief of symptoms from the device but had an infection. The patient reported that they had one lead and battery removed.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and fecal incontinence. It was reported that the patient had an infection and would have to have the device removed. It was noted that the device was working well, but their body doesn¿t like it; they have had 8 surgeries, trying to put it in different spots in the patient¿s body, but they keep getting an infection. The patient stated that ¿they put it in her tush and she had an infection, so then they did it again and they just cleaned it up, which was a waste of surgery because it wasn¿t sterile, so now it¿s infected again.¿ it was reported that the last surgery on their ¿tush¿ was in (B)(6), that this infection at the ins started a couple of weeks ago, and that the patient had swelling and open wounds. It was also noted that it was getting more irritated because of the bandages so the patient just had a paper towel over it at the time. The patient stated that they think they will be explanting the device next month and that they hope what will happen is that they will let it heal and try to re-implant because they don¿t ¿want to poop all over the place.¿ there was no device issue reported. [Refer to manufacturer report #3004209178-2015-13208 for details pertaining to the 5 revisions on the previous ins.]

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.